Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not state when the alleged product issue occurred, but reported obtaining blood glucose results of ¿300mg/dl¿ with the subject meter and ¿98mg/dl¿ on another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and increased their novolin insulin dosage by 12 units in response to the alleged product issue. The patient stated that after one hour they developed symptoms of ¿shaky and sweaty¿; symptoms which they self-treated by consuming glucose tablets. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient did not have control solution to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication based on alleged inaccurate high results obtained with the subject meter.